Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to perform various troubleshooting steps, but the occlusion alarm recurred. The blockage was identified in the cartridge, and the customer changed supplies as necessary and resumed insulin therapy.